Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. On (B)(6) 2016: it is alleged that the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 10 months post implant of ventralex st, patient was diagnosed with adhesions, mesh migration and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions, migration and hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no., corporate lot no, expiry date, UDI no.), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. (B)(6) 2016: it is alleged that the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with ventral periumbilical hernia, thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿the hernia sac was identified, opened and partially reduced. Then a ventralex st mesh which was inserted in the abdomen and laid flat against the abdominal wall using sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent umbilical hernia with adhesions and large incarcerated incisional hernia, thereby underwent laparoscopic repair with removal of ventralex st mesh. Per operative notes, ¿there were dense intra-abdominal adhesions of the omentum and small bowel that was densely adherent to ventralex st mesh. The adhesions were taken down. The hernia recurrence was identified and excised. There was a large incarcerated incisional hernia. Then a synthetic mesh was placed into the abdomen using sutures.¿ attorney alleged that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence and emotional injuries. It is also alleged that the patient had permanent scarring and swollen hemorrhoid with rectal bleeding.